Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated they were connected and believes that one of the bags fell. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated they were connected and believes that one of the bags fell. The technical service representative (tsr) explained the alarm to the hp. The hp would redo the setup with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that they were aware of the reported problem because they advised the patient to contact baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.